Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading from the pump and the cgm reading from the receiver. Reportedly, the cgm pump bg reading was 109 mg/dl, and the cgm receiver reading was 122 mg/dl. No additional patient or event information was available. Customer declined troubleshooting with tandem technical support.